Manufacturer narrative:
(B)(4). The stimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported impedances indicated there were shorts on electrode 1, 2, and 3. The battery was replaced due to normal battery depletion. There was no pt injury, and the pt recovered without sequela.